Manufacturer narrative:
According to the facility, on (B)(6) at the beginning of a lower extremity arteriogram, "he was injecting into a sheath or catheter for first imaging after confirming fluid to fluid connection. When he injected, it sprayed all over the room". This occurred 3 times and the syringes were cracked. The staff put the syringes in a bag and finished the procedure with other syringes. The facility stated there was no patient involvement, no patient impact, and that the procedure was completed each time. The facility stated the patient was not harmed or affected. A sample is available for evaluation. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
According to the facility, on (B)(6) at the beginning of a lower extremity arteriogram, "he was injecting into a sheath or catheter for first imaging after confirming fluid to fluid connection. When he injected, it sprayed all over the room". This occurred 3 times and the syringes were cracked.